Event description:
Dr reported that pt experienced swelling, infection, and no bone formation after a sinus lift procedure using pepgen p-15 and another product, biooss (not manufactured by dentsply). The pt was treated with antibiotics and it is reasonable to assume that another procedure would be necessary to achieve the desired results.